Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code occlusion at infusion site (infusion set related)- blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the autosoft 30 product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Corrective and preventive action (CAPA) determination: based on the investigation results, corrective and preventive action (CAPA) 2537214 has been initiated to thoroughly evaluate this trend and the reported failure mode. A detailed investigation will be performed to assess the underlying root cause, and appropriate corrective and/or preventive actions will be implemented as warranted by the findings. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). If the lot or further specific information is provided in the future, the record can be reopened and individually assessed. Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high level review of the inset product family, including an electronic quality management system (eqms) search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced frequent occlusion alarms, due to blockage at the site and patient had hyperglycemia and trace ketones and treated with correction injection via mdi on (B)(6) 2024.